Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus, during an esophagogastroduodenoscopy procedure performed on (B)(6) 2012. According to the complainant, after all of the bands had been deployed, the scope was removed from the patient, and the tip of the device was not on the end of the scope. The physician went back into the patient's anatomy, and noticed that the tip was in the patient's esophagus. The physician was able to retrieve the tip of the device from within the patient using a pair of biopsy forceps. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Reported event of the tip detaching. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus, during an esophagogastroduodenoscopy procedure performed on (B)(6), 2012. According to the complainant, after all of the bands had been deployed, the scope was removed from the patient, and the tip of the device was not on the end of the scope. The physician went back into the patient's anatomy, and noticed that the tip was in the patient's esophagus. The physician was able to retrieve the tip of the device from within the patient using a pair of biopsy forceps. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.